Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (same issue on a different procedure).

Event description:
It was reported that during a da vinci-assisted surgical procedure, m-02 faults occurred on the integrated electrosurgical generator unit (iesu). At this time, it is unknown if the customer continued using the same iesu to complete the procedure or switched to a different generator.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure m-02 error on the iesu was confirmed and reproduced. As soon as the iesu powered on, errors 1-87 and m-02-3 were triggered.

Event description:
Refer to h10/h11 for follow-up information.